Event description:
In this event it is reported that reciproc blue files 6x sterile broke during use. Broken part remained in root canal and became part of filling. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation summary: involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review. The unused reciproc blue file r25 8/100 25mm 025 was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu).